Manufacturer narrative:
Patient information were not provided. The expiration date refers to the sterile finished product. The complained inspire 6 start oxygenator (catalog number 050709, lot 1905270173) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050709 is similar to the inspire 6 oxygenator 050700, which is distributed in the USA, for which the device identifier is (B)(4). The age of the device was calculated as the time elapsed between device sterilization and the date of the event. The product item 050709 is not distributed in the USA, but it is similar to the inspire 6 oxygenator 050700, which is distributed in the USA (510(k) number: k180448). The device manufacture date refers to manufacture date of the sterile, finished oxygenator. Sorin group (B)(4) manufactures the inspire 6 start hollow fiber oxygenator the incident occurred in (B)(6). The involved oxygenator was not made available for return to sorin group (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available.

Event description:
Sorin group (B)(4) has received a report that, during cardiopulmonary bypass procedure, a blood leakage from the inspire 6 start oxygenator was seen. The complained oxygenator was exchanged. There is no report of any patient injury. On april 9th, 2020 sorin group (B)(4) has been informed that the blood loss around 400 ml and 4 units of red cell suspension were administered to the patient.

Manufacturer narrative:
The complained oxygenator could not be returned to livanova facility due to relevant country local transportation regulations on blood contaminated devices. The customer has therefore discarded the oxygenator. At the submission of the case, the customer has provided photographic evidences: inspection of the pictures confirmed the reported leakage from arterial outlet connector. DHR review did not identify information related to the reported issue. No further similar complaint has been recorded relevant to the oxygenator complained lot, thus excluding a systematic issue. Based on investigation of similar previous events and as per available information, livanova believe a possible explanation was an incorrect assembly of the arterial tubing onto the arterial outlet connector. This connection is performed by the customer. Oxygenator IFU's recommend verifying all connections before initiating the procedure and, in case, to secure them with tie straps. However, without the possibility to investigate the oxygenator, no definitive conclusion could be achieved nor any relationship between reported issue and device failure could be confirmed or excluded. Livanova will keep monitoring the market for similar events. H3 other text : device not available.

Event description:
See intial report.